Event description:
It was reported that during a routine change out procedure to replace this device, damage to the seal plugs were observed. No adverse patient effects were reported. This device is expected for return.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the returned device was inspected and analyzed. Visual examination of the device noted tool marks on the header. The medical adhesive around the rv seal plug was partially sliced off, and there was a cut through the lv seal plug. The ra seal plug was intact. The set screws operated normally. Laboratory analysis concluded that the cause was due to unintended use error based on the finding of induced damage. The observed damage is not deemed to indicate a product anomaly.

Event description:
It was reported that during a routine change out procedure to replace this device, damage to the seal plugs were observed. No adverse patient effects were reported. This device was received for analysis.